Event description:
It was reported the lead was removed due to infection. The neurostimulator remained. The pt is scheduled to have new lead implanted. Add'l info has been requested from the hcp, but was not available as of the date of this report.